Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("diffuse pain throughout the body"), menopause ("premenopause / menopause"), renal pain ("kidney pain"), fatigue ("chronic fatigue"), malaise ("she feel unwell"), flatulence ("severe and irritating flatulence very smelly"), arthralgia ("chronic and occasional tendon pain especially in hips, pelvis / joint pain"), myalgia ("muscle pain"), muscle spasms ("daily cramps in the lower back, in the legs"), tendon pain ("achilles tendon pain"), pain in extremity ("soles of the feet pain"), paraesthesia ("tingling in the fingers"), gait disturbance ("difficulty walking for long"), loss of libido ("loss of libido"), memory impairment ("memory impairment") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced obesity ("severe obesity") and general physical health deterioration ("poor health"). Essure treatment was not changed. At the time of the report, the pelvic pain, pain, menopause, renal pain, fatigue, malaise, flatulence, arthralgia, myalgia, muscle spasms, tendon pain, pain in extremity, paraesthesia, gait disturbance, weight increased, obesity, loss of libido, memory impairment, sleep disorder and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, flatulence, gait disturbance, general physical health deterioration, loss of libido, malaise, memory impairment, menopause, muscle spasms, myalgia, obesity, pain, pain in extremity, paraesthesia, pelvic pain, renal pain, sleep disorder, tendon pain and weight increased with essure. The reporter commented: beginning of the search for solution with her general practitioner to find the origin of all the pain. Poor health, severe obesity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("diffuse pain throughout the body"), menopausal symptoms ("premenopause / menopause"), renal pain ("kidney pain"), fatigue ("chronic fatigue"), malaise ("she feels unwell"), flatulence ("severe and irritating flatulence very smelly"), arthralgia ("chronic and occasional tendon pain especially in hips, pelvis / joint pain"), myalgia ("muscle pain"), muscle spasms ("daily cramps in the lower back, in the legs"), tendon pain ("achilles tendon pain"), pain in extremity ("soles of the feet pain"), paraesthesia ("tingling in the fingers"), gait disturbance ("difficulty walking for long"), loss of libido ("loss of libido"), memory impairment ("memory impairment") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced obesity ("severe obesity") and general physical health deterioration ("poor health"). Essure treatment was not changed. At the time of the report, the pelvic pain, pain, menopausal symptoms, renal pain, fatigue, malaise, flatulence, arthralgia, myalgia, muscle spasms, tendon pain, pain in extremity, paraesthesia, gait disturbance, weight increased, obesity, loss of libido, memory impairment, sleep disorder and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, flatulence, gait disturbance, general physical health deterioration, loss of libido, malaise, memory impairment, menopausal symptoms, muscle spasms, myalgia, obesity, pain, pain in extremity, paraesthesia, pelvic pain, renal pain, sleep disorder, tendon pain and weight increased with essure. The reporter commented: beginning of the search for solution with her general practitioner to find the origin of all the pain. Poor health, severe obesity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.